Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 09-mar-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2012 for contraception, as she said that she was done having children. Consumer reported to a news media that the essure implantation was painful (the pain was excruciating), leaving her faint and dizzy. Other symptoms came almost immediately: swollen lymph nodes; a burning sensation in her veins, pelvis and abdomen; numbness in her face and arm; muscle twitches; fatigue; a jolting sensation that felt like electrical shocks; and a metallic taste in her mouth. She added that she lost 10 pounds in the two weeks after implantation. She stated that she had an immediate reaction. The consumer followed up with her doctor, who said her essure implants were fine. Whatever was going on with her, he said, wasn't due to the implants. She was referred to three different doctors and visited the emergency room numerous times. Three pain-filled months after getting her essure procedure, she said she connected with a surgeon who agreed that whatever was going on likely stemmed from the implants in her fallopian tubes. In (B)(6) 2012, she had both her fallopian tubes removed in a double salpingectomy. Despite having had her fallopian tubes removed, her symptoms have persisted. So, finally, in (B)(6) 2014 she went in for a full hysterectomy. After the surgery, a pathology report revealed she was suffering from endosalpingiosis, with fallopian tube tissue growing on the outside of her uterus. After that, the consumer was feeling healthier, for the most part, but still struggles. Earlier in 2015 she went to the emergency room twice in a single week with intense pain and numbness, symptoms of the fibromyalgia she believed stems from her essure implants. Follow-up received on 12-mar-2015: information received states that consumer believes her fibromyalgia was caused by essure implants. She continues to suffer years after her initial procedure and worries her energy will never return. Additionally, it was reported that consumer was forced to go to the emergency room because of her fibromyalgia. She spent months in pain and, eventually, had surgery to remove the implants, but her health continues to suffer. Also according to consumer, she began to develop problems immediately after the procedure, and they continue to affect her life. The product technical complaint (ptc) investigation and final assessment were received on 18-mar-2015. (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced burning sensation in pelvis; she stated she had three pain-filled months until essure devices were removed by bilateral salpingectomy. This event, interpreted as pelvic pain, was considered serious as medically significant and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the close temporal relationship between the reported pain and essure procedure, a causal relationship with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was regarded as incident due to the required surgical intervention for devices removal. In addition non-serious were reported. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No follow up will be pursued since this is a laypress case.